Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-00802 was sent in error. This report has been determined to be a duplicate of report 9617032-2023-01225.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found to be abnormal. The serum turns red after gel separation. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "tubes with poor separation quality with dirty walls, clot residues and when handling the tube, the serum turns red after gel separation."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found to be abnormal. The serum turns red after gel separation. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "tubes with poor separation quality with dirty walls, clot residues and when handling the tube, the serum turns red after gel separation."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.